Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib charging error" message. The clinician's wanted the device charged and ready to use if required. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to a loose positive terminal battery lug nut. The battery terminal lugs nuts were re-tightened to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.